Event description:
A contact of a peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressing itches the patient. According to the patient's contact, the brand of the island dressing is ritmed. No additional information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).